Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. Additional narrative: the actual device was returned. Reliability engineering evaluated the device. A functional assessment revealed that the device failed the rotations per minute specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an internal motor device or electric control unit (ecu) failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device had "low power" and was "running slow." There was no delay to the surgical procedure as a spare identical device was available for use. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.